Event description:
It was reported that the device would not hold tissue after the devices were fired. They used a competitors device to complete the case with no pt consequence. The devices are available for analysis.

Manufacturer narrative:
Ejected clips. Eval summary: the er420 analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.